Event description:
A ventilator was returned to a third-party service center for preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log and the device failed a test step during testing. The device's interface board and sensor board were replaced to address the issue. In addition of the above evaluation, the device's base enclosure, front enclosure, rear enclosure and handle all had cracked plastic also the keypad was perishing, all parts have been replaced. The device passed all the test.